Event description:
A malfunction alarm with code malf 12 was reported, but there was no adverse impact to the customer¿s blood glucose level. Customer received instructions from technical support on how to reset the pump, and successfully reset it without the malfunction code recurring. Customer was advised to continue using the pump and to contact technical support if the issue reoccurs.